Manufacturer narrative:
Leaking from container.

Event description:
The affiliate reported leakage of solution from the bottle. The leakage was found before the bottle was opened and while it was still in the carton. The affiliate stated that there were no physical complaints reported.